Event description:
It was reported to boston scientific via an article published in the radiologia journal that a 57-year-old male with a history of benign prostatic hyperplasia was treated with water vapor thermal therapy (rezum system), followed by urinary catheterization and antibiotic prophylaxis. Three weeks post-procedure the patient presented to the emergency department with urinary urgency and fever. Laboratory test demonstrated elevated c-reactive protein, leukocyturia, and hematuria, and urine culture grew pseudomonas aeruginosa. Acute prostatitis was diagnosed and antibiotic therapy was initiated. Twenty-four hours later, the patient developed acute chest pain radiating to the left arm. Electrocardiogram showed st-segment elevation and depression changes, and cardiac biomarkers were elevated. Cardiac catheterization ruled out acute coronary syndrome. Cardiac magnetic resonance imaging demonstrated extensive myocardial edema and subepicardial late gadolinium enhancement, leading to the diagnosis of acute myocarditis secondary to acute prostatitis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. C. Lozano, m. Cufi, m. Sutil, m. Andreu, e. Guillaumet, and l. Guillamon (2025). Acute myocarditis secondary to prostatitis following water vapour thermal therapy for benign prostatic hyperplasia: presentation of two cases. Radiologia, 68, 1-5.